Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 06/23/2015 with the following findings: the keypad was fully intact and all keypad buttons responded normally to button presses. Visual inspection revealed that the battery compartment was cracked and there was corrosion observed in the battery compartment. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump passed delivery accuracy testing and was found to be delivering within required specifications. Leak testing revealed a leak at the crack in the battery compartment. The pump casing was removed and there was evidence of moisture found on the pcb and other internal pump components. The keypad cover was removed, and there were no button defects found. The allegation of button under-responsiveness could not be confirmed or duplicated on investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015 the reporter contacted animas alleging that on the same day, the patient was treated in the emergency room for elevated blood glucose (bg) of 450mg/dl with moderate ketones. The patient was reportedly treated with insulin via injection. The patient was reportedly off the pump due to an alleged keypad issue when the bg excursion occurred. Reportedly, all keypad buttons were under-responsive. This complaint is being reported based on the allegation that the patient experienced hyperglycemia requiring medical intervention while on a back-up plan for insulin delivery associated with an alleged pump malfunction.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.